Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unknown. (B)(4). DHR (device history review) is pending. Additional information was requested, and the following was received: it is difficult to make a concrete reference to individual requests, as it is no longer possible to say exactly which batch was used in which case. What were the indications for surgery? What surgical procedure was performed? 3 x laparoskopisch, 3 x offen (open) did the patient receive any preoperative chemotherapy or radiation? 2 with neoadjuvant radiochemotherapy were there any issues experienced with the device in the initial surgical procedure? No. On the contrary. All anastomoses (except for the last described aboral eruption during stacking) were completely inconspicuous. No risk anastomosis, tension-free, no ischemia (also not in the endoscopies later) what healthcare professional fired the device and what is his/her experience with the device? Yes where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The marker was in the green area, usually directly adjacent to the black line. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unk was the device difficult to close? Not reported was the device difficult to fire? Not reported how many counter-clockwise revolutions of the adjusting knob were used to open the device? No abnormalities the truck came off without any problems after opening 2 revolutions. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? In all cases, the rings were complete (except for one tear, which can also be technically caused). Was a complete transection of the white breakaway washer visually confirmed? Unk were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? In all cases, leak test carried out, no abnormalities was the staple line visualized endoscopically during the initial surgical procedure? No macroscopically recognizable abnormalities. As surgeon said, no risk anastomosis. How many days postoperative did the leak occur? 1x 2. P.o. Day; 1x 3. P.o. 1t 5t day, 2 x 7. P.o. Day how was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Paracolic abscesses, hematomas, ischemia, etc. Could be definitely excluded. The anastomoses themselves were also basically "fire and forget". In particular, the mis procedures were without relevant blood loss or other risk factors. Also, that in 3 pat. Basically a subtotal avulsion of the anastomosis occurred was very surprising. And of course, the clustering in consecutive procedures. Currently, no further insufficiencies have occurred. The early insufficiencies on days 2-5 are more indicative of a technical problem, but the one on day 7 was also a 4/5 tear in a primary absolutely bare anastomosis site. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon closed and controlled the anastomosis during the rectal resection. Several days post-op half of the anastomosis was partially open. Intraoperatively, the aboral end did not catch, no anastomosis could be performed and a terminal stoma was necessary (here there is not definitely a problem with the instrument).

Manufacturer narrative:
(B)(4). Date sent: 01/12/2023. Additional information received: possible lots: 836a84; 784a65; 733a61 (DHR pending).

Manufacturer narrative:
(B)(4) date sent: 02/10/2023 h11: corrected data = h6 gastrointestinal system (e10) modified surgical procedure (f1906) failure to fire (a050501)

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. DHR completed for the following: the lot#836a84 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. The lot#784a65 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. The lot#733a61 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.